Event description:
Per the audiologists report, this patient was not able to hear and had no nrt responses with his coclear implant. An x-ray showed a "crinkled" electrode, which was not fully inserted or had migrated. It was later determined during explant surgery (date unk) that the array had been placed in the carotid canal. Therefore, the electrode array was cut, left in place and the receiver stimulator was removed. The patient was implanted with a new device on the opposide side in 2006.